Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. Low flow events were confirmed based on the retrieved log file data; however, a specific cause for the change in pump parameters could not be conclusively be determined through the evaluation of (B)(6). The left ventricular assist device event log file contained relevant data spanning from (B)(6) 2020 at 14:45:08 to (B)(6) 2020 at 11:27:08, per the timestamp. From the beginning of the log file to (B)(6) 2020 at 09:13:56 a gradual decrease in average pump flow was recorded. Average pump flow ranged from 2.2-4.6lpm during this period. On (B)(6) 2020 at 09:14:27 average pump flow dropped to 0.0lpm and ranged from 0.0-1.3lpm through (B)(6) 2020 at 11:22:39. Beginning on (B)(6) 2020 at 11:22:58 a gradual increase in average pump flow was noted until (B)(6) 2020, when the pump flow dropped to 0.0lpm for the remainder of the log file. Average pump flow ranged from 1.5-3.2lpm during this period. No other unusual events were recorded. (B)(6) was returned assembled with the pump cable severed approximately 8.0¿ from the pump header. The remainder of the pump cable, as well as the sealed outflow graft and apical cuff, were not returned. Upon disassembly of the returned pump, examination of the pump¿s smooth and textured blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the patient's initial implant on (B)(6) 2020, the surgeons were unable to close his chest due to loss of flows. The plan was to diuresis and allow for swelling to subside. The patient returned to the operating room (or) on (B)(6) 2020 and the surgeons were still unable to close. On (B)(6) 2020 the patient returned to the operating room to get their outflow graft lengthened (graft to graft) and left ventricle cleaned out. It was thought to be too short of the outflow graft which ran directly over the right ventricle versus inlet obstruction. In the operating room on (B)(6) 2020, flows and all vad parameters returned to normal. At that time it was thought to be more of inlet obstruction from cardiac tissue. On (B)(6) 2020 flows dropped below 2.5 lpm and their was difficultly maintaining flows throughout the weekend. Patient brought back to operating room on (B)(6) 2020. The vad was taken out of apical cuff and inspected. No visible clot or obstruction seen on inlet or outflow graft. They further cleaned out more cardiac tissue and attempted to go back on vad at 5000 rpm with stable hemos, off bypass and left ventricle filled they were unable to achieve a flow. On echo the left ventricle distended with significant mitral regurgitation, pulmonary artery pressures shot up and patient went into pulmonary edema. At that time patient placed back on bypass. Hm3 pump removed again and ran in saline. Flows at 5000 rpm at best 2.5 lpm and powers 2.3. It was decided at that time since outflow graft obstruction, pump inlet and outlet with no obstruction to change out pump. Center will be sending pump back for analysis.